Event description:
It was reported that the pump repeatedly showed messages of occlusion even when no air was in the line. There was unknown patient involvement and unknown adverse event reported.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Section a, d3: correction. B5: to clarify, it was reported that the pump delivered the required dose initially, but the battery depleted quickly. H3: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.